Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that the axsym troponin-I adv reagent cap failed to open causing probe damage. There was no impact to pt mgmt reported.